Manufacturer narrative:
No service call or examination of the sys was conducted. The customer replaced the sodium electrode and cleaned the flow cell. The customer also changed their maintenance protocol to an alternate flow cell cleaning procedure. Although this measure may have resolved the problem, w/o an eval of the sys, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The erroneous results were detected by the operator by monitoring the anion gaps. No erroneous results were reported out of the lab. No further details or actions to address the event were provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.